Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. The actual device was returned for evaluation. The device was evaluated, and the reported condition of device unable to run was not confirmed. Therefore, an assignable root cause was not determined. A visual and functional assessment was performed which found that the device would not lock the attachment device properly- failed check the attachment coupling. It was further determined that the trigger was sticking- failed trigger test and the motor had unusual noise. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/drill device would not run. During in-house engineering evaluation, it was observed that the trigger was sticking, and the device failed the trigger test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.